Event description:
It was reported by the customer that a bd pyxis anesthesia es system the map of medications not populating during the case. The customer stated that anesthesia users are utilizing the acart to map medications, rather than having the medications automatically populated for selection on the screen when the drawer of the acart is opened. There were no reported adverse events or injuries.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, g1, g2 and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was not populated mapping of medications during the procedure. A field service engineer reseated cables. Ran diagnostics and checked sensors to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication not populating due to component issue. Field service engineer reseated cables and checked the sensors to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system the map of medications not populating during case. The customer stated that anesthesia users are utilizing the acart to map medications, rather than having the medications automatically populated for selection on the screen when the drawer of the acart is opened. There were no adverse events or injuries reported based on this incident.